Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 900 mg/dl at the time of hospitalization. The customer was extremely tired and depressed due to high blood glucose. The customer was treated with intravenous fluid and insulin. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.